Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance issues, and the patient received inappropriate shocks. It was discovered that the rv lead was fractured. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.